Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800902 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was misfiring during a laparoscopy cholecystectomy. The clip would not open and pop out of the end of the device. Summed up as a clip jamming issue.